Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test. This indicates a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. The ground bond resistance measured 0.104 ohm, specifications are 0.001 ohm to 0.100 ohm. The product did not meet specification due to ground bond failure. The measured main ground bus resistance from door post to power entry module (pem) rear ground prong-total ground bus resistance was 120 milliohms. The measured door frame to door post resistance was 73 milliohms, and the measured door frame to pem rear ground prong resistance was 34 milliohms. Tightened the door post screw-corrected door frame to door post resistance was 4 milliohms. Agitated the door ground wire-door frame to pem rear ground prong resistance dropped to 3 milliohms when the door ground wire to door frame connection is moved. Monitored alternating current switch off (acswoff) and all three power buses while cycling power using the oscilloscope. All signals and power showed no instabilities or other issues. All power cycles were successful. The assignable cause of the ground bond failure was determined to be loose connections at the door frame to door post, and door ground wire to door frame interfaces. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.